Event description:
The b. Braun syringe pump device failure alarm code was heard by the nurse while a medication was being administered. The code was "code 1222". Approximately 5 minutes later a second pump administering maintenance fluid failed and alarmed with the same code ("1222"). Pumps were subsequently changed out.what was the original intended procedure?medication and fluid administration.device #1is this a laboratory device or laboratory test?no.